Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that during catheter removal in the pt room, the clinician experienced difficulty when trying to remove the catheter from the (B)(6) female pt, (B)(6). As a result of the difficulty, the catheter separated and 4cm of the coil and 6cm of the tube retained and is still in the pt at the time of this reporting. The sales rep will visit the hosp to investigate further. Add'l info received on (B)(6) 2011 indicates that the retained fragment was removed from the pt surgically on (B)(6) 2011. The pt outcome is good, and the removed piece will be returned.